Event description:
Information received from the field notes that the patient came in to the clinic complaining of discomfort after falling and striking the area of the pacemaker. Clinical evaluation showed loss of atrial and ventricular sensiing.~~~